Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient had a right knee revision due to infection. Revision of primary. Company representative reports that in revision of primary, the surgeon used a gamma nail as a spacer. Patient is diagnosed with cancer.